Manufacturer narrative:
This supplemental report is to correct the initial MDR. The initial medwatch reported a leakage in contact housing. During device evaluation it was identified that foreign material remained in the device. Olympus can conclude that reprocessing cannot be completed due to the leakage in the contact housing. Therefore, foreign material remained in the subject device. Additionally, the customer also mentioned that the patient received argan plasma coagulator treatment for underlying radiation proctitis and angiectasis and cold loop gas for an adenoma. However, the customer indicated that although these procedures were not planned, these were not performed due to the leak and there was no other problem with the device. There is no evidence that a life-threatening event occurred, that the patient developed a permanent disability or permanent damage that caused substantial disruption in their ability to conduct normal life functions, or that additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure that is associated with the use of the olympus device. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b5, d concomitant medical products.

Event description:
The customer mentioned that the patient received argan plasma coagulator treatment for underlying radiation proctitis and angiectasis and cold loop gas for an adenoma. However, the customer indicated that although these procedures were not planned, these were not performed due to the leak and there was no other problem with the device. The customer further reiterated that the procedure itself was not affected by the leak on the endoscope. The leakage was noted when washing the endoscope after the examination was completed. Associated patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of leakage in contact housing was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a leakage in contact housing. There were no reports of patient harm. During evaluation of the returned device, it was found that there were foreign objects in the air and water nozzle and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.